Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify high predicted alarm, low predicted alarm, lost sensor alarm and low battery alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 70 mg/dl at the time of the call. The customer stated they received multiple alarms. She states the insulin pump alarmed then went blank and then the display returned. The alarm history was check and no out of the ordinary alarms was noted. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.